Event description:
Patient was revised to address pain and metal abrasion which caused osteolysis.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Update: information checked and verified by (B)(4) dated 13 march 2012. Confirmed reason for revision from (B)(4) email dated 19 march. Reason (s) for revision: heavy pain and a metal abrasion which caused an osteolysis of the bone. Update: received confirmation of hip revised (B)(6)2012. Asr xl acetabular system (left) nb. New product codes provided 2267301 / (B)(4) on 25 july 2012 update are invalid. Have requested further details from (B)(4) update - added confirmation that a non depuy stem was used here and queried the missing surgeon name. Taken from claimsuite dated 6th may 15 - ab on 8th may 15. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Update: information checked and verified by crawfords spreadsheet dated 13 march 2012. Confirmed reason for revision from crawfords email dated 19 march. Reason (s) for revision: heavy pain and a metal abrasion which caused an osteolysis of the bone. Update: received confirmation of hip revised (B)(6) 2012. Asr xl acetabular system (left). Nb. New product codes provided 2267301 / 2843 on 25 july 2012 update are invalid. Have requested further details from crawfords. Update - added confirmation that a non depuy stem was used here and queried the missing surgeon name. Taken from claimsuite dated 6th may 15. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem